Event description:
Caller said patient mentioned historical event where they had bone stimulator in the past that was removed. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".